Manufacturer narrative:
(B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers:2084725-2016-00151 and 2084725-2016-00152.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from manufacturing date (10/29/2015) to the complaint open date ((B)(6) 2016); trending was exceeded. The sra indicates the risk is low with a hazard of quality problem with no impact on safety. The suspect positive cyclesure® bi was not returned for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, and DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the customer stated subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.